Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 52/46 l on the right side on (B)(6) 2009. The patient was revised on (B)(6) 2016 due to unknown reasons.

Manufacturer narrative:
This case was reopened on march 28, 2017 to enter additional information which was received on march 14, 2017. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Therefore, zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information received on september 9, 2017. The device was returned for investigation and the investigation results were provided. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: patient had durom cup implanted on (B)(6), 2009 and was revised on mar 09, 2016 due to unknown reasons. Devices analysis - the returned parts shows damage from the revision surgery such as nicks and scratches and are partially covered with some organic deposits. The durom cup shows damage from the revision surgery such as nicks and scratches. The porous coating of the durom acetabular component exhibited lack of bone on growth. The surface of ldh head is scratched. On the inner surface of the head adapter surface changes due to fretting corrosion as well as three mark of unknown origin could be found. Review of product documentation - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. See surgical technique doc no. (B)(4) printed in USA root cause analysis according to the available information, the patient was revised due to unknwon reasons. The retrievals exhibit lack of bone on growth on the porous coating of the durom acetabular component, which is consistent with the observation reported. Some surface changes due to fretting corrosion were found on the inner surface of the head adapter surface. The reason for these phenomena stays unknown. Neither x-rays, operative notes, office visit notes were received; therefore the positioning of the implant and surgical steps performed are unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Conclusion summary in conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will reevaluate the case. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).